Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, and slight lucency under the tibial component has been observed on radiographs.

Manufacturer narrative:
Review of primary operative notes does not indicate root cause. Notes dated (B)(4) 2014 indicate the patient is satisfied and x-rays show good position and fixation. These x-rays in ap view indicates the tibial plate is slightly undersized laterally. The femoral component appears to be implanted with the correct fit and orientation per the surgical technique. In ml view, the tibial plate appears to be undersized anteriorly. There is slight notching of the femur. Notes dated (B)(4) 2015 indicate that the patient is experiencing pain, but x-rays were reported as unchanged. Review of these x-rays indicates a change in the tibial plate in the ap view. A radiolucent gap has developed on the lateral side beneath the plate. The femoral component appears unchanged. In the ml view, the plate has subsided anteriorly and a radiolucent gap has developed anteriorly and posteriorly. Radiolucency is visible at anterior chamfer and posterior cut of the femoral component. Notes dated (B)(4) 2015 indicate that the patient is still experiencing pain and x-rays report a radiolucent line beneath the plate on the lateral x-ray. Review of these x-rays does not show any significant changes. Package insert states that "loosening of the prosthetic knee components" is an adverse effect and therefore is a known inherent risk. A definitive root cause cannot be determined. A field action was conducted on (B)(4) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot.